Event description:
I was using a philips respironics dreamstation auto CPAP (ref dsx500t11, s/n (B)(4)). I awoke on (B)(6) 2018 with respiratory distress. My nasal, throat and lungs were burning. I had the taste / smell of electrical burning in my nose and throat. I was taken to the hospital emergency room and treated for respiratory distress. I contacted philips respironics and report the event. The complaint number is (B)(4). I was instructed by philips respironics to send the unit back to them via the supplier, (B)(4), for evaluation. I took the unit to (B)(4) on 11/05/2018, 16:00 hrs. (B)(4) was instructed to return the unit to philips respironics referencing the complaint number given by philips. I am scheduling for a f/u examination by a pulmonologist to evaluate the extent of injury from this event.